Event description:
It was reported that this right atrial (ra) lead showed electrogram (egm) with far field signals and what appears to be loss of capture (loc). Additional testing was recommended for this ra lead that remains in service. Additional information was received from the field representative mentioning that the ra lead was found dislodged with x ray analysis. The patient will be scheduled for a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead showed electrogram (egm) with far field signals and what appears to be loss of capture (loc). Additional testing was recommended for this ra lead that remains in service. No adverse patient effects were reported.